Event description:
It was reported to philips that the device failed the defib test portion of operational testing. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported problem was duplicated during lab testing. The therapy connector j16 pins were found lifted, which caused the defib. Test failure during the operational check.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the defib test portion of operational testing. There was no reported patient or user involvement and no adverse patient/user impact.